Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 352 (mg/dl). Reportedly, customer believed that they were experiencing the signs of diabetic ketoacidosis, but had not tested for ketones to verify at the time of the call. Customer administered a correction bolus with the pump. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they were planning on going to the emergency room for treatment. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.